Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: the visual inspection of the product upon receipt reveal that 3 out of the 4 prongs at tip of this device were found to be broken off as visible on the attached picture. Based on the additional information we received, the event happened when the screw was already implanted in the patient, as surgeon was adjusting the screw. One reports that the shaft was not fully seated in the tulip head and that is likely why the instrument yielded in such way. Functional inspection: given the actual product condition (prongs broken), the product would no longer be functional for its intended use. Note that instrument with ref 48047033 poly adjustment driver may be used to adjust the position of the screw. Device history review: the review of the custom's manufacturing documentation did not reveal discrepancy or deviation. Hence there is no indication in the manufacturing records of any manufacturing deviation that would have affected the device the 3.05 (x4) height of tooth was part of the inspection sheet. Complaint history: overall since january 01, 2008 a total of 24 instruments with prong breakage on shaft were highlighted. Conclusion: three out of the four prongs of the screwdriver shaft were found to be broken. Based on the event circumstances, it appears that cantilever loads were likely applied to the prongs leading to breakage given the screw was initially successfully implanted and issue occurred while surgeon was adjusting the height since the shaft was not fully seated in the screw head. There were not any delays or major consequences. The situation was resolved by leaving the screw in the position it was in once the shaft broke. Prongs are designed sufficiently long to provide an efficient and rigid connection to the screw in order to drive it in the pedicle but as a result it may be submitted to a bending load or a leverage effect leading to this kind of issue more specifically if the outer sleeve is not used and instrument is not fully captured within the tulip. In the present case, if the outer sleeve was omitted to be used and instrument used to adjust the position it was submitted to cantilever forces resulting in broken prong(s). Nothing suggests at this time that a product non conformity or deviation can be at the origin of the reported event.

Event description:
It was reported that .. "The inner shaft broke in tulip of screw."

Event description:
It was reported that: "the inner shaft broke in tulip of screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation. Not available.